Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported that the remote monitoring transmission report for the device had question marks in the counters for the ventricular tachycardia/ventricular fibrillation counter. A second transmission was sent two days later and there were again question marks in the counters "prior to last session". It was indicated the invalid data was due to a parity error. The device remains in use. No patient complications have been reported as a result of this event.